Event description:
(B)(6) clinical study. Same case as MFR.# - 2134265-2012-0086. Same patient as MFR# - 2134265-2012-01311, 2134265-2012-00861, 2134265-2012-01102, 2134265-2012-01103 and 2134265-2012-0114. It was reported that following a coronary artery stenting treatment procedure the patient experienced in-stent restenosis. The target lesion was located in the mid portion of a saphenous vein graft (svg) in the mid left anterior descending (mid lad) artery with 90% stenosis and was 6.0 mm long with a reference vessel diameter of 3.0mm. The physician treated the lesion with pre-dilatation and placement of a 3.00 x 24mm and a 3.00 x 8mm taxus liberte stent. Following post-dilatation the residual stenosis was 0%. The patient was discharged on aspirin and prasugrel. In (B)(6) 2010 the patient presented with cardiac chest pain. A 80% in-stent restenosis was identified in the svg to the mid lad. This was treated with pre-dilatation and placement of 2.5 x 18 mm promus stent. Following post-dilatation the residual stenosis was 0%. The non-target lesion in mid segment of the left circumflex was treated with pre-dilatation and placement of 2.5 x 23 mm promus stent and post-dilatation with 0% residual stenosis. The event was considered resolved without residual effects and the patient was discharged.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4).